Manufacturer narrative:
The device has not been returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that during their inspection of incoming goods on (B)(6) 2017, a foreign material was found on the c3601 cusa excel 36khz tubing set. There was no patient involvement.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The returned unit was received in the original packaging tray and was found completely sealed. The picture provided by the reporting facility shows a foreign material in the packaging tray. The unit was visually inspected and the foreign matter (particle) was observed. The tyvek was carefully removed and visually evaluated, one particle was found in the tyvek and the other particle was found in the inner tray. Event and non-conformance was reviewed for lot 1165888, and this did not reveal anything that could cause the reported event. No event and/or rework were recorded for the mentioned lot; therefore, it is concluded that this lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported condition ¿foreign material¿ was confirmed. It was observed a particle in the tyvek and in the inner tray position. Alcohol wipes are used to clean up the trays and ionizing air gun during the manufacturing/packaging processes of the product. This type of events is easily prevented or detected during the different inspections levels of the manufacturing and packaging processes of cusa tubing set products. Awareness training was provided to the manufacturing and qa personnel to emphasize the importance of the cleaning and properly inspections.

Manufacturer narrative:
Investigation completed on 27feb2018. The device was not returned to the manufacturer for physical evaluation. The finished good lot 1165888 was packed on 01/13/2017 and its expiration date is on 1/31/2020. This lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. The reported condition could not be confirmed. No assignable causes that could be associated to the manufacturing and packaging process were determined.